Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia surgery on (B)(6) 2013 and mesh was implanted.  In (B)(6) 2014 he again had abdominal pain and had another surgery on (B)(6) 2016 ¿ an extensive omental adhesion was present to the anterior wall and a 1 cm tear was noted in the physiomesh.  He was diagnosed with an infection on (B)(6) 2016 and was informed that another hernia surgery is necessary, which is scheduled for (B)(6) 2017 to remove all of the mesh.